Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited intermittent output after electrocautery exposure. The device was explanted and replaced. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.